Event description:
Customer stated that the product was overheating during a procedure. A backup unit was used to complete the procedure.

Manufacturer narrative:
The drill attachment was returned to the manufacturer and the complaint was confirmed. Internal components were evaluated, which revealed corroded bearings and foreign debris contamination on the motor assembly. The presence of corrosion and debris can lead to increased friction among rotating components, resulting in heat being generated.